Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged / defective tubing. The following information was provided by the initial reporter: small puncture noted in IV tubing, causing chemo spill. Tubing discarded, and changed. Around 20 mg of drug lost.